Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was receiving an infusion for a scan to be completed, when allegedly the catheter fractured and resulted in clot. The patient was taken to surgery where the catheter and the port body were removed. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp was returned for evaluation. Visual inspection noted four parallel longitudinal splits seven to eight cm from the distal end of the cath lock. The parallel split are typical of pinch off, therefore, the investigation is confirmed for pinch-off. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Additional MFR narrative: date received by MFR.

Event description:
It was reported that the patient was receiving an infusion for a scan to be completed, when allegedly the catheter fractured and resulted in clot. The patient was taken to surgery where the catheter and the port body were removed. The status of the patient is unknown.